Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate plus profile 275cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, preliminary visual inspection of the device indicated that the prosthesis could possibly be deflated. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a rent measuring approximately 4.2 cm on the posterior aspect. No other anomalies were found. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. The device history record (DHR) of lot number 6796524 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).